Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: tachycardia/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 64 year old male presented with acute myocardial infarction and cardiogenic shock, consistent with scai stage d prior to mechanical circulatory support. An impella cp was implanted via the right femoral artery on (B)(6) 2026 at 19:15 for hemodynamic support. During support, the patient developed episodes of ventricular tachycardia (vt). The clinical team elected to explant the impella on (B)(6) 2026 at 02:30 due to concern that the device might be contributing to the arrhythmia. Following explant, the patient continued to experience vt, indicating the arrhythmia was not resolved by device removal. Based on the available information, there is no evidence indicating that the impella device caused or contributed to the patient¿s arrhythmia, as vt persisted after pump removal. A definitive device related failure mode could not be confirmed. The patient¿s vt could be related to pre-support clinical state of scai cardiogenic shock stage d and underlying condition.